Manufacturer narrative:
Images taken during the procedure indicate the guide was not fully seated which would result in misalignment of the implant locations (what the doctor experienced). An internal review of the scan alignment and plan revealed no abnormalities and were deemed to be "very good".

Event description:
Dr. States guide fit snugly and that they pressed down on the guide to stabilize it while drilling but placed implants were out of position from the plan. Placement for implant for #25 was deemed poor enough by the doctor to require removal.